Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced.

Manufacturer narrative:
(B)(4). The reported condition of 570:320:654:0000 was confirmed and reproduced during on-site evaluation. The assignable cause was depleted main batteries as a result of user error. The main batteries and battery harness were replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with a 570:320:654:0000 failure code. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.